Event description:
It was reported that the patient reported to the hospital due to alarm that occurred. Information indicated that the right ventricular (rv) lead exhibited a spike in impedance, noise, noted sensing integrity counts (sic), and non sustained ventricular tachycardia (vt) episodes with a possible lead fracture. The rv lead was replaced but remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, maximum ventricular pace impedance rises from 684 ohm the week ending (B)(6) 2014 to greater than 1500 ohm the week ending (B)(6) 2014. There are 2 non sustained events of less than 220 milliseconds interventricular (v-v) cycle recorded between (B)(6) 2014. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analyst commented, 9907 of 36006 lifetime ventricular sic are recorded beginning (B)(6) 2014. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for non sustained and ventricular sic.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).